Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for other chronic/intract pain (trunk/limbs) and spinal pain reported they fell four times in (B)(6) and once about a month ago. Suddenly in (B)(6) the consumer experienced a lack of efficacy because stimulation was only in the right thigh, and they needed it in their hips, lower back, right leg, into their foot, and some in the left leg. The consumer met with the manufacturer's representative (rep) who reprogrammed the device and resolved the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.